Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, reporter, and device information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, the light source cable had out of box failure. It was reported that when the cable was plugged into the light source, the image flickered on the display screen. It was believed that the prongs were not set correctly. There were no reports of patient harm.